Event description:
The customer reported that the navigation ring is not operational. There is no patient involvement. The service technician confirmed that navigation ring issue. The device does not increment when the navigation is operated. The navigation ring appears non-responsive. Swapped in the hrf front bezel and device operates as expected. The navigation ring fault was resolved. All basic functional checks passed.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).